Manufacturer narrative:
The device was replaced. The explanted device was not returned for laboratory analysis. Should additional information be received, this event will be updated.

Event description:
Boston scientific crm received information that during the replacement procedure for this implantable cardioverter defibrillator (ICD), the header was found to be partially detached from the device. Through correspondence, it was reported that this device operated normally while implanted. No adverse patient effects were reported with this observation as well as any evidence that therapy was not available.